Event description:
A patient required a second surgery to correct the refractive error after the initial surgery to implant an intraocular lens.

Manufacturer narrative:
The iol master was inspected by a service technician and found to be operating within calibration specifications. Service technician noted that the instrument does not retain the date or time setting and needs repair. Office declined repair. Information was not properly entered into instrument by office staff: an a-constant was entered as 119.7 although it should have been entered as 119.2; another a-constant was entered as 119.2 although it should have been entered as 119.0. Office staff did not know how to perform daily calibration with test eye; therefore, this procedure was not performed. The user's manual states that calibration should be checked daily with the test eye.